Manufacturer narrative:
Additional information: the previously reported thrombus occurred within the newly deployed stent. The patient had arrived at the hospital in an emergency, and had received the dapt administration. The physician assessed that there was a high possibility that the event was not due to the device issue, but that the dapt did not work. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
During a procedure a resolute onyx rx coronary, drug eluting stent to treat a lesion exhibiting 99% stenosis,in the left anterior descending artery. There was no damage noted to packaging. The device was not inspected. The device was prepped per IFU. About 30 minutes after the stent was implanted the patient complained of chest pain, the patient was diagnosed again. It was reported that occurrence of thrombus within stent was noted. The perfusion balloon was used. Intubation management was performed with inserting the intra aortic balloon pumping (iabp). Physician commented that there was a possibility that medicine might not work yet since time was quick from the time that the patient arrived in the hospital in emergency to the start of treatment. It was considered that this event occurred due to the thrombotic lesion and the large plaque. The patient¿s condition is stable currently.